Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant sleeve was pulled back against the proximal end of the shuttle. Sealant was visible through the shuttle cartridge side slit. Blood was observed on the outer surface of sealant. A portion of the sealant was stuck to the inside wall of the shuttle cartridge probably by dried blood. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. The proximal end of the advancer tube was slightly damaged. The damage could have happened during the simulated deployment in investigation lab. The review of the lhr (lot # f1413404) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable cause for reported failure to deploy could have been from an incomplete engagement of the advancer tube. However, the root cause of the reported event could not be conclusively determined. See mdrs# 3004939290-2014-00563 and 3004939290-2014-00564 for second and third devices.

Event description:
It was reported that a total of three devices failed in the same procedure. The white tube on the first two devices did not deploy during shuttle down. When the third device was being used, the balloon ruptured. Hemostasis was achieved with less than 30 minutes of manual compression. The pt was not hospitalized.